Event description:
It was reported that during the implant procedure the physician was unable to place a wrench correctly into the setscrew of the implantable cardioverter defibrillator (ICD). Several attempts to tighten the setscrew were unsuccessful and the setscrew never set correctly. The ICD was removed and another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).